Event description:
It was reported from (B)(6) that the battery handpiece device did not function properly. During in-house engineering evaluation, it was observed that the trigger/ slider was broken. It was not reported if the event occurred during surgery. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical interventions or prolonged hospitalizations. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger/slider was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.